Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed a crimped transcatheter heart valve (thv) stuck within the distal sheath shaft that was visible through a torn liner. The distal tip was opened as designed. The sheath liner expanded 5 inches starting from the distal strain relief. The sheath liner was torn approximately at 5 inches from the strain relief and was approximately 4 inches in length. There was a liner strand 2.5 inches from the distal sheath tip and was approximately 1 inch in length. There was partial liner delamination with significant bunching approximately 0.5 inches from the distal tip. The liner thickness was measured along the liner stand and all measurements were found to be within specification. The liner thickness was also measured along the liner tear and all measurements were found to be within specification. There was imagery provided for evaluation. A review of the provided device imagery revealed the distal sheath liner appeared to be torn with the crimped thv and there was a visible liner strand. A review of the provided patient anatomy imagery revealed the patient's access vessels had presence of calcification and undersized vessel dimensions. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, the esheath+ liner tear was confirmed based on the evaluation of the returned device and provided imagery. The available information suggests patient factors (calcification) likely contributed to the event as it was confirmed per review of the patient anatomy imagery. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon catheter. In regard to the esheath+ liner strand, this was also confirmed based on the evaluation of the returned device and provided imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, there was damaged observed on the esheath+. This was noted to be from the interaction of the crimped valve inside the sheath and the removal process. A portion of the plastic in the fully expandable portion was "disrupted"." Additionally, it was reported, "only damage visible was on the esheath+ from the interaction of the mounted valve inside the sheath and the removal process." Per imagery review, calcification and undersized vessel dimensions were present within the patient's access vessels. While no difficulty was reported during system advancement through the sheath, these patient characteristics could create a challenging pathway by facilitating friction between the liner and crimped thv, making the liner susceptible towards damage. Calcification could also damage the exposed portion of the sheath liner via direct interactions with sharp calcium nodules, leading to immediate cutting/tearing or weakened liner. Compromised liner integrity could give rise to a strand if compounded with device manipulation. In this case, partial liner delamination was noted at the distal sheath shaft, suggestive of high withdrawal forces possibly being applied during system retrieval. It is possible that the crimped thv struts got caught on the sheath liner during this procedural step, leading to creation of a strand in the process. In this case, a definitive root cause was unable to be determined at this time. However, the available information suggests that patient factors (calcification and undersized vessels) and/or procedural factors (high withdrawal force) may have caused or contributed to the sheath liner strand. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, there was damaged observed on the esheath+. This was noted to be from the interaction of the crimped valve inside the sheath and the removal process. A portion of the plastic in the fully expandable portion was "disrupted". Imagery of the damaged esheath+ was provided. A review of the device imagery revealed the liner was torn and there was a liner strand. There was no patient injury. Subsequently, additional information was provided by the fcs revealing there was no difficulty noted withdrawing the delivery system with valve back through the esheath+. However, the damage on the esheath+ was noted to be from pulling the valve that was already loaded on the delivery system balloon back into the esheath+ and out of the patient. There was no difficulty noted during advancement of the delivery system with valve through the esheath+.